Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified unspecified vessel. A 15mm x 4.00mm nc quantum apex balloon catheter was advanced for post dilation of an unspecified stent. The balloon was inflated however it ruptured at 10 atmospheres on the second inflation when an attempt was done to increase the pressure to 12 atmospheres. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).